Event description:
It was reported that during use, the circulating nurse went to try and figure out why the monitor shut down and noticed that the equipment was very hot. When the nurse took the monitor out of the housing unit, it was observed that the prongs had melted and the base was wet. Additionally, the residue and liquid inside the monitor caused a short circuit, a small fire, and smoke. The cleaning fluid ran down into the charging connector between the base and the device. It was noted that the device was not cleaned according to the manual, which contributed to the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the image provided noted that the device was not cleaned according to the manual. It was reported that the monitor shut down and noticed it was very hot. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the monitor shut down and the circulating nurse noticed that the equipment was very hot. When the nurse took the monitor out of the housing unit, the docking station pins/prongs had melted and the base was wet. Additionally, the residue and liquid inside the monitor caused a short circuit, a small fire, and smoke seen by the staff. The cleaning fluid ran down into the charging connector between the base and the device. It was noted that the device was not cleaned according to the manual, which contributed to the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: pmac71doc docking station pmac71doc invos 7100 serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.